Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and high pacing thresholds. This lead could not revise the placement, hence, a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the the lead was performed. Analysis result showed that the high capture threshold was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. In addition, the lead tip appears intact and undamaged.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and high pacing thresholds. This lead could not revise the placement, hence, a new lead was implanted. No additional adverse patient effects were reported.